Manufacturer narrative:
H4: the lot was manufactured between september 25-26, 2024. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection of the samples was performed which showed that the blue winged luer cap was missing from the device. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a missing blue winged luer cap. This was observed prior to patient use. There was no patient involvement. No additional information is available.